Event description:
While servicing the ventilator, the respironics service technician noted a diagnostic code in log history indicating a 24/12 volt power failure. The customer did not report the occurrence during any previous usage. It is unk if the unit was in use when the event occurred, however, there was no reported pt harm and the ventilator alarmed to specification. The respironics service technician verified that the ventilator wasn't transitioning from ac power to external battery power when ac power was removed. The service technician reported the ventilator duplicated the power failure when the ventilator was powered on without ac power. The service technician replaced the external battery to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications.